Manufacturer narrative:
Ge healthcare performed drop tests on 10 power supplies and discovered that, while all passed the initial drop test, 8 out of 10 failed the repeated drop test. Ge healthcare examined the failed power supply casings under a microscope and confirmed that the bonding of the ultrasonic welding appears to be failing in many of the bonding places. The defective samples have been sent to the supplier for further investigation. Ge healthcare has placed the affected product on hold. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that the mother of a pt received an electric shock when she touched the exposed circuitry of a trusat power supply that had recently fallen to the floor. The cover of the trusat power supply had reportedly come off during the fall, exposing the circuitry. The injury has not yet been confirmed, however, it was reported to be a possible third degree burn. Following the event, the site reportedly tested an additional trusat power supply and noted the cover could be opened with a light amount of pressure.